Event description:
Medtronic received information that an edwards perimount 2700 bioprosthetic aortic heart valve exhibited thickened valve leaflets, increased gradients and critical aortic valve stenosis. A medtronic transcatheter bioprosthetic valve was implanted to resolve the issue. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).